Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and it was found that the device was exhibiting high shock impedance measurements of 125 ohms. The rv pacing impedance measurements were normal at 500 ohms. The device was reprogrammed to increase the shock impedance range, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the device was emitting beeping tones due to shock impedance measurements of greater than 150 ohms. There was no noise. Defibrillation threshold (dft) testing was completed to test this device system, which successfully converted the ventricular fibrillation (vf). The shock impedance measurement with dft testing was 97 ohms. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.